Event description:
Tip of tibial bone pin broke off upon insertion of second cortical. Case type: (B)(4).

Manufacturer narrative:
Reported event: it was reported that tip of tibial bone pin broke off upon insertion of second cortical. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no w55315-2 and accepted into final stock on 04/20/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w55315-2 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs (B)(4) and CAPA (B)(4) are associated with the product and failure mode reported in this event. The device was not returned for evaluation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tip of tibial bone pin broke off upon insertion of second cortical. Case type: pka.